Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.this case, with patient identifier (B)(6) (compact plus system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
The customer reported he received a result of 290 mg/dl on the compact plus system and was having hypoglycemia. Later in the day, at an unknown time, the patient was again experiencing low blood symptoms, and had a headache. The customer tested his blood glucose and received the following results, with two different meters, within 10 minutes: 110 mg/dl (compact plus) and 48 mg/dl (aviva). The customer's son treated him with orange juice. The lot number was not provided. Return of the suspect device was requested for evaluation.